Event description:
It was reported that during the placement of a a smiths medical pressure monitor, the aortic balloon, there was no counterpulsation pressure indication. The pressure sensors were immediately replaced to continue to perform operations. No adverse patient effects were reported.